Event description:
Additional information received from reporter on 2/26/2024 for report mw5150099 to update contact information.

Event description:
Hello my name is (B)(6). I am thirty six years old and I live in (B)(6). I am emailing you about an incident at (B)(6) hospital in (B)(6). I was recommended for ect (electroconvulsive therapy) treatment at (B)(6) hospital by dr.(B)(6). When I arrived at the hospital for my first treatment dr. (B)(6) was on vacation and her nurse was out that day as well. I was told the treatment would last a couple minutes but I wouldn't be aware of it and I would be back awake within 20 minutes. I was also supposed to have been show a video and have a EKG done on me; which never happened. They did not run any test or scans whatsoever except a blood test. When I was awoken back up it had almost been two hours and the nurse told me they had to do 3 treatments on me and that was why my head was hurting so bad; so they gave me a shot of tramadol in my IV. I was wheeled over to the snack area and given a soda and some snacks and right at that moment; in front of staff and patients I realized I was covered in fecal matter and it was all over my jeans and the bed I was in. I was so mortified and horrible embarrassed and left exposed with no sheet covering me nor was the curtain drawn so I could have some privacy. I was left there for about 15 or 20 minutes till a staff member left to go try to find me some clothes. I was told that normally patients do not defecate themselves and it has never happened before but they had a stand in doctor and nurse. I also looked at other hospitals after the incident online and those facilities had a disclaimer that patients do in fact defecate themselves during the procedure even though (B)(6) did not give any warning that that was a possibility. Patient dignity is supposed to be a priority and in my case I was left mortified and extremely traumatized by this event. This happened on (B)(6) 2023 and I have severe pain up and down my back and neck and have a severe headache as well as chest pain. I had my neck fused a couple years back and suffer from herniated discs and other spinal issues; I told the doctors about this beforehand. I am not sure if my neck and back issues played a part in what happened. I am hurting so bad and I am so embarrassed and I am almost to the point of giving up seeking medical and mental treatment all together. Please help me. Again, my number is (B)(6). Thank you for much for your time and please find in your heart to help me and help me figure out what happened. A mecta sigma is the name of the ect device that was used on me.